Event description:
Gyrus 10 mm cutting forcep (33) cutting blade would not project when handle activated. Surgeon repositioned hand on handle, depressed again without a response. New gyrus 10 mm cutting forcep was used.